Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm foreign matter on (B)(6) 2025 at 10:20 pm, while puncturing a patient, moldy spots on the heparin cap were noted when opening a new closed IV needle; the closed IV needle was immediately replaced for the puncture with no repercussions.

Manufacturer narrative:
1. DHR/bhr review (lot#4313479): 1) this batch of products were assembled at intima ii auto line 2 in dec 2024 and packaged at r240 package line in dec 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the prn batches used in this batch of products are 4297354, 4328570 and 4201903. Review the raw material inspection records, no abnormalities. 2. No defective sample and photo have been received for the complaint. The status of the foreign matters cannot be confirmed. 3. Check the retained samples of this batch, no foreign matters are found in the prn. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, the status and composition of the foreign matter in the prn cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.